Manufacturer narrative:
Follow-up #1: date of submission 15-aug-2018. Device evaluation: the pump has been returned and evaluated by product analysis on 27-jul-2018 with the following findings: a review of the pump black box showed unexplained pump reboots had occurred on (B)(6) 2018. A visual inspection of the pump revealed the battery compartment was cracked below the grip pad. The returned battery cap undamaged and able to fit securely. Battery cap was fastened and then unscrewed ½ turn with no power interruptions occurring. The pump¿s cover was removed and no damage was observed to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with the complaint. There was no serious injury associated with the complaint.